Event description:
On (B)(6) 2012, the maquet sales and service unit (ssu) technician generated a nonconformity report for txrx message that was received on rotaflow with serial number (B)(4) at hospital (B)(6). Reference: complaint (B)(4).

Manufacturer narrative:
(B)(4). Correspondence was received on 07/09/2012 from the maquet sales and service unit (ssu) technician that the flow measure board was replaced. Reference: complaint (B)(4).